Manufacturer narrative:
No event date was provided, therefore an approximate date of (B)(6) 2019 was used as the event date based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 16, 2019 that a genesys hta control unit was used in a hydrothermal ablation procedure performed on an unknown date. According to the complainant, during procedure, the screen of the console went black and the system shuts down. The procedure was cancelled due to this event. There were no serious injury nor adverse patient effects reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.